Manufacturer narrative:
Investigation summary: one sample was returned to hanscent, lot number is 20180614. Retention samples inspection: hanscent inspected 12 pcs of samples from same lot 20180614, no fm is observed. Device history record review: hanscent reviewed manufacturing record for lot 20180614, no abnormality observed. Fm inspection: hanscent cut open the chamber and noticed the fm to be immovable, and attached to the body. Based on manufacturing experience, the fm likely occurred because of continued heating in the injection machine, and pvc material got burnt. Hanscent use a sample from retention sample, and burnt the chamber, it achieved the same fm effect as the complaint sample. Root cause: from investigation, the fm is determined to be burnt pvc. The likely cause is the pvc material was burnt in injection machine with continually heating. The injection worker who inspected the chambers initially missed this fall out piece. The assembly worker would hold the chamber bottom which checking for defects, and the fingers blocked the view of the fm on the bottom of chamber. Corrective actions: 1. From (B)(6) 2018, hanscent inspected all chamber in stock (200000 pcs) for lot 181165 and 181178, no similar issue found. 2. Hanscent will retrain the assembly inspector on single use IV set assembly process inspection procedure that the whole product shall be inspected with no fm or other faults. This action will start (B)(6) 2019. Preventive actions: 1. Hanscent will retrain the injection workers to operate machine according to sop, check chamber and tubing thoroughly once injected, and watch out for any burnt material issue. This action will start (B)(6) 2019.

Event description:
It was reported that bd¿ IV set had foreign matter in the bottom part of the chamber. No serious injury or medical intervention was reported.

Manufacturer narrative:
The manufacturing location for this product is greater asia. This site is an OEM manufacturing site. Therefore, bd corporate headquarters in (B)(4) has been listed, and the (B)(4) FDA registration number has been used for the manufacture report number. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿ IV set had foreign matter in the bottom part of the chamber. No serious injury or medical intervention was reported.